Event description:
It was reported that a novum iq large volume pump under-infused fentanyl during patient infusion on the intensive care unit (ICU). The event was further described as "the bag was still mostly full". The pump was programmed to deliver the medication at 12.5 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.